Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose was 374 mg/dl with abdominal pain. It was reported the rewind step of the prime sequence could not be recognized as being completed. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. This complaint is being reported because the alleged serious injury was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed the last basal delivery occurred on (B)(6) 2015 at 13:29. Rewind sequences were attempted while the pump was suspended on (B)(6) 2015 at 07:35. The total daily dose history is appropriate for the user programmed deliveries; the records appear inaccurate due to multiple unconfirmed call service (162) alarms. The pump successfully completed a prime sequence without issue or alarm. The pump alarmed for an unrelated issue during the 24-hour exercise test. No damage or defect was found to the motor circuit and assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).